Event description:
The customer noticed a clot in the dilution cup of the ortho provue analzer. The customer attempted to remove the clot. Subsequently, the customer experienced a leaking probe and overflow of the dilution cup.